Manufacturer narrative:
(B)(6). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During patient care the perfusionist stated that the rotaflow machine was reading error and no longer circulating. The rn initiated manual cranking to maintain circulation. The clinical manager notified the intensivists who went to receive backup rotaflow. During this time the respiratory therapist placed the patient on 100 % oxygen and saturation was maintained at 98%. Once the replacement equipment was at bedside the perfusionist prepared the equipment for patient use. The manual crank was maintained until cannulas were switched to backup and circulation reinitiated on the rotaflow. Vitals were stable, no injury to patient. This event was reported to FDA (uf/importer report# (B)(4)) on (B)(6) 2018. Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The depot service technician investigated the device in question with the service order # (B)(4) dated 2018-02-21. According to the service order # (B)(4) the service technician was not able to duplicate the customer complaint. The rotaflow unit operated for 5 days without issue. All operating modes and warm and cold starts were tested. The service technician inspected pcb's, cables and connectors and found no issues. The service technician performed preventive maintenance, functional test as well as safety check as per the service manual and all tests passed. Since no parts were replaced no further investigation is possible and the most probable root cause could not be determined. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).